Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system has not used the system was many years. Surgical intervention may address the issue at a later date.